Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the surgeon inserted a lens into the patient's eye. There was a scratch in the middle of the lens. The lens was removed and replaced with a new lens and new injector and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).